Event description:
The account alleges that during a pvi procedure, the wire became difficult to maneuver when in the left veins. As the wire was being removed, it broke. An attempt was made to advance the wire and it was not able to. With excessive force, the wire was pulled back and broke. A second wire and catheter were used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The investigation identified that the ribbon from the guidewire had broken away from the distal end during the procedure. No manufacturing defects were detected during a detailed inspection and measurement of the merit guide wire. No root cause was able to be confirmed. No device history record review or complaint database search were performed because no lot number was provided.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided, so no device history record review or complaint database could be performed.